Event description:
Reporter alleged blood glucose measured 452 mg/dl, however, when testing on a different meter, result was 72 mg/dl 2 minutes apart. Customer stated feeling low glucose symptoms at the time and delayed treatment for high blood glucose, however, self treated with candy based on symptoms. Customer reported 15 minutes later, their device read 152 mg/dl afterwards. No other actions were taken or treatment received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.